Event description:
Infant was undergoing a laparoscopic surgical procedure for obstruction of the urethra. A wem ss501 generator and pt cable were used, and connected to a 1182 3m patient plate which was placed on the lower right leg. At the beginning of the surgery, the generator reportedly alarmed. The generator was replaced by another of the same model. After the surgery, a third degree burn was detected on the skin immediately above the pt plate's leading edge. First and second degree burns were detected on the leg above the third degree burn, extending into the buttocks area. It was reported that the lower right leg of the infant was amputated below the knee.